Event description:
Follow up identified that the lead was explanted and replaced and therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's stimulation was decreasing by itself. Troubleshooting identified that the patient had high impedances on his lead contacts. Surgery may be pending to address this issue.